Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated.